Manufacturer narrative:
The customer requested a review of the catheter to determine if the catheter could have contributed to the event. Internal investigation of the returned catheter included inspection and testing of the catheter tubing, molded hub, and luer taper. No potential for air egress/ingress was identified. Internal investigation also included reviewing device history records. The investigation indicated no evidence of manufacturing related issues that would have contributed to the event.

Event description:
It was reported that a patient had experienced a stroke due to an air embolism. A silicone peripherally inserted central catheter (PICC) was in place at the time of the event.